Manufacturer narrative:
Expiration date - 01/2020 / 06-2020. Device manufacture date - (1) 170210a, 10-feb-2017, (2) 170714a, 14-jul-2017. Two unused samples, one unused sample (non-actual sample piece) and a photo was returned to the manufacturing facility for evaluation. Based on the result of our investigation, the cause of the complaint could not be identified. Photos provided showed the broken needle of a cathelin product. The broken ends of the cannula of the complaint sample were deformed, as if melted, and black in color. Retention samples were visually confirmed free from any defects that could lead to the complaint. Our needles are compliant to iso 9626 for stiffness and resistance to breakage. Functional tests conducted on the retention samples were all passed. Our production does not have any process that utilizes burner or any electrical cutter of any types that would cause the damaging on cannula. Moreover, there is no direct contact of any parts of the machine during assembly on the broken portion of the cannula. Lot history file showed that no non-conformities or troubles related to the complaint was encountered. Prior shipment, qc conducts outgoing inspection that includes visual and dimensional tests. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the user had claimed there was needle damage, the needle was snapped during penetration into the shoulder joint. Additional information received on november 06, 2018: the broken needle was successfully removed from the patient; implementation of medical intervention was taken. Additional information received on november 08, 2018: it was reported that no special treatment was done on the patient. The snapped portion was removed from the patient and was confirmed no fragments remained in the patient.